Manufacturer narrative:
Batch review performed on 26 april 2023. Lot 2217241: (B)(4) items manufactured and released on 20-oct-2022. Expiration date: 2027-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved batch reviews performed on 26 april 2023. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2213328: (B)(4) items manufactured and released on 21-july-2022. Expiration date: 2027-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot 2115418: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 2026-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Stem: amistem p 01.18.404 amistem-p std stem size 4 () lot 2113942: (B)(4) items manufactured and released on 25-jan-2022. Expiration date: 2027-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Nb: shell and stem have been implanted during the primary surgery on (B)(6) 2022.

Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6)2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, explanted all implants, and implanted an antibiotic spacer. The surgery was completed successfully.